Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). One bone pin broke at the tip. Upon intra-op xray, the tip broke off at the far cortex of the tibial bone. The small broken tip had to stay in the patient's bone. The broken piece was only a couple millimeters in diameter. This happened when the surgeon was drilling the pins into bone. The surgeon did not pre-drill. The pins were 3.2×110mm. Issue was noticed in intra-op xray specifically looking for a pin break because the surgeon thought he may have felt the pin(s) break. Surgery delayed 5 min. For xray to prove pin breaks.

Manufacturer narrative:
Reported event: a bone pin tip broke off in the distal portion of the patient¿s femur. X-ray confirmed the device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4). Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143110, lot number w41378-5 shows two additional complaints related to the failure in this investigation, (B)(4). Conclusions: the part was not returned so physical investigation could not be completed. No . Additional investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). One bone pin broke at the tip. Upon intra-op xray, the tip broke off at the far cortex of the tibial bone. The small broken tip had to stay in the patient's bone. The broken piece was only a couple millimeters in diameter. This happened when the surgeon was drilling the pins into bone. The surgeon did not pre-drill. The pins were 3.2×110mm. Issue was noticed in intra-op xray specifically looking for a pin break because the surgeon thought he may have felt the pin(s) break. Surgery delayed 5 min. For xray to prove pin breaks.